Manufacturer narrative:
Concomitant medical products: product ID: 8637-20, serial# (B)(4), implanted: (B)(6) 2009, product type: pump. (B)(4).

Event description:
Information was received from a healthcare provider (hcp) via a company representative regarding a patient who was receiving an unknown drug via an implantable pump for non-malignant pain and post lumbar laminectomy syndrome. The event date was (B)(6) 2015. It was reported that a pump revision was done for elective replacement indicator (eri). While the physician was replacing the pump and had dissected down to the catheter he fractured the catheter. The catheter was repaired immediately. A splicing kit was used to revise the catheter. There were no adverse effect and no reported symptoms.